Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that a piece of plastic coating on the tip of the unit broke off into the hip of the patient during an arthroscopic procedure. Another identical unit was immediately available for use. It was further reported that the procedure was completed as planned.